Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was pushed back into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium (lot #: 00001871) and the hemostatic valve was leaking on the second carto vizigo¿ 8.5f bi-directional guiding sheath - medium (lot #: 50000089). It was reported that the hemostatic valve was pushed back into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium when the dilator was inserted. They were unable to advance the dilator all the way into the sheath. When the sheath was replaced, the replacement sheath began leaking from the hemostatic valve when they began to flush the sheath. When the sheath was replaced, the issue resolved. There was no patient consequence reported. Additional information was received on the event. The physician mentioned the valve was leaking, it was leaking from the part where you would hook up a line to it to keep it being flushed during a case. The hemostasis valve (gasket) did not break into two or more separate pieces. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The bwi representative is not sure that hemodynamics compromised due to bleeding. The approximate volume of blood that was lost was 3ml. There was no occlusion when irrigating the sheath. The sheath flushed fine before insertion of dilator. It is believed that the sheath was partially blocked. The dilator went in halfway then began giving resistance and would not push in further. The catheter/needle was not able to be moved through the sheath. They were not inserting the needle into the dilator or the catheter into the sheath. The sheath was being prepped so it was never in a patient¿s body. It would have been used for a catheter but because the dilator did not fit in the sheath, it could not be inserted into the body. It was noted that the bwi representative stated that they are not sure that hemodynamics were compromised due to bleeding. However, since they state that approximately only 3mls of blood were lost, it was assessed that the patient¿s hemodynamics were not compromised. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue of the hemostatic valve pushed back into the sheath was assessed as a MDR reportable hemostatic valve separation issue under (lot #: 00001871). The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. With the information available, the leaking issue was assessed as a MDR reportable hemostatic valve leak issue under (lot #: 50000089).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was pushed back into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium (lot #: 00001871). It was reported that the hemostatic valve was pushed back into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium when the dilator was inserted. They were unable to advance the dilator all the way into the sheath. The device evaluation was completed on 12-may-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection, dimensional inspection, and backpressure test of the returned device. Visual analysis revealed that the shaft and the dilator were bent. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. Back pressure test was performed, and values were observed within specifications, no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The resistance issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to reduce resistance issues. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿hemostatic valve separation¿ issue. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿resistance with sheath¿ issue. -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the biosense webster, inc. Product analysis lab finding of ¿dilator shaft bent¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
In the 3500 initial it stated for the other sheath (lot #: 50000089) that the physician mentioned the valve was leaking, it was leaking from the part where you would hook up a line to it to keep it being flushed during a case. Additional clarification was requested on this issue and clarification was received on (B)(4)2022 stating it was leaking at the side port. The bwi product analysis lab received the device for evaluation on 20-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).